Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient¿s mother stated the sensor was inserted on (B)(6) 2019 and was working fine when the patient went to bed on (B)(6) 2019. Later that night, the mother noted no data on her own phone so checked the patient¿s phone which displayed the message ¿replace sensor.¿ she does not know how long the error lasted and stated that due to the lack of readings/alerts the patient went into diabetic ketoacidosis (dka) with a glucose level over 600 mg/dl, and large ketones. She was admitted to the hospital on the night of (B)(6) 2019 and was treated with insulin and fluids via intravenous (IV) therapy. Following the event, she was resting at home and doing better. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.